Event description:
It was reported the fan is noisy. It was also reported the clinic has intermittent problems with interrogation. Header was replaced about six months ago. Clinic unable to interrogate devices at intermittent intervals. The programmer and rf (radio frequency) head were returned for repair. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Intermittent problems with interrogation caused by a bad rf (radio frequency) head cable. The rf head cable was found out of electrical specification. (B)(4) noisy system fan (out of mechanical specification).